Event description:
Procedure: wedge resection. According to the reporter: the device was fired across lung tissue, but staples malformed causing tissue to bleed. The surgeon stopped the case to control bleeding with a sponge stick. The surgeon then re-stapled next to the tissue that bled and removed a larger wedge. Or time was delayed approximately 10-15 minutes. For the entire case 700cc blood loss was reported, but not all of the loss was due to the malformed staples.